Event description:
It was reported the lv lead was replaced due to positioning difficulty and muscle stimulation. No patient complications were reported as a result of this event.

Event description:
It was reported the 4196 left ventricular lead was replaced due to positioning difficulty and muscle stimulation. No patient complications were reported as a result of this event. It was also reported that at implant of a new lead, the 4195 was attempted but not used, due to a lobe problem.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.